Event description:
Customer reported that she had high blood glucose. Customer stated that the back part of her insulin pump was coming apart and it is not delivering the insulin. Customer stated that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump was receved with a detached end cap. Cracks to the display window, battery tube threads, reservoir tube lip, a scratched lcd window and a broken belt clip slot also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.